Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped due to high, out of range high voltage lead impedance during a device change out procedure. High voltage function was disabled and a new device was connected to a competitor lead for pacing. The patient was an implantable cardioverter defibrillator dependent patient and was in a stable condition before, during, and after the procedure.